Manufacturer narrative:
Na.

Event description:
A us distributor contacted zoll to report that a patient developed blisters under the lifevest equipment. Patient described the area as redness and blisters on the back under the electrodes. There was no alleged device malfunction contributing to the blisters. The patient¿s physician prescribed a 0.5% cortisone ointment for the blisters. Follow up indicated that the blisters improved.